Manufacturer narrative:
Other applicable components are: product ID: 8840, serial#: (B)(4), product type: programmer, physician. Product ID: 8870aau01, serial#: (B)(4), product type: software.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml bupivacaine at 1.398 mg/day and 10 mg/ml morphine at 1.398 mg/day via an implantable pump for non-malignant pain. It was reported that on (B)(6) 2017, the pump was not able to be updated. Upon interrogation on (B)(6) 2017, the pump was showing stopped pump mode. The logs revealed an incomplete update. It was determined that it was the way the patient was holding the telemetry head as the rep could see the way the was the patient held it and it was confirmed that was how the patient was holding it when the update was attempted. The pump was then successfully updated and the issue was resolved. Pain was noted. No further complications were reported or anticipated. Additional information was received from a manufacturer representative on 2017-sep-20. It was reported that the telemetry head was pulled away too soon when the hcp was initially reading the patient's pump. The patient was reportedly holding the telemetry head for the hcp during the programming post refill on (B)(6) 2017, and the telemetry head slipped out of his hand.the patient's pump was interrogated on (B)(6) 2017 with the same programmer that was previously used, and the pump was programmed back to simple continuous mode. The hcp was informed as to what had happened and a copy of the pump printout was saved to the patient's chart.